Manufacturer narrative:
Article citation: goode et al. Complications, revision fusions, re-admissions and utilization over a one-year period following bone morphogenetic protein use during primary cervical spine fusions. The spine journal (2014), doi: 10.1016/j.spinee.2013.11.042. Implant date:2002-2009. (B)(4).

Event description:
It was reported that the (B)(6) claims and encounters database was analyzed for patients undergoing a primary cervical spine (c2-c7) fusion between 2002 to year 2009. These analyses consist of 61,937 patients with one-year continuous insurance enrollment following a primary (c2-c7) cervical spine fusion. The majority of fusions utilized an anterior approach (92.8%, n=57,484) with a smaller proportion of posterior (5.2%, n=3,209) and circumferential (2.0%, n=1 ,244) approaches. Bmp was used in 1,677 patients. Of the bmp patients, 1,479 underwent an anterior approach procedure, 138 underwent a posterior approach procedure, and 60 underwent a circumferential procedure. Indications for surgery were degenerative disk disease for 1,229 patients and other conditions for 448 patients; 721 patients required physical therapy within one year post-op.